Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the surgeon has informed that she doesn't have the additional information. No further information available. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date, name and indication/diagnosis of initial surgical procedure? Other relevant patient comorbidities? Were any concomitant procedures performed? When was uti recurred? Treatment and results? Onset date / time of the pain from the initial surgery? What medical intervention was given for the pain management? Results? What does it mean removal of pain? Please clarify? If re-operation was performed, please provide date and surgical findings? What is physician¿s opinion as to the etiology of or contributing factors to this event (pain and uti)? What is the patient's current status? Product code and lot number?

Event description:
It was reported that the patient underwent an unknown gynecological surgery on unknown date and the unknown mesh was implanted. The patient experienced a pelvic pain, recurrent uti, dyspareunia and removal of the pain. No further information is available.